Event description:
It was reported by service report that the power cord was missing the ground prong. It was further reported the com cord had bent and missing pins. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: communication cord. The user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.